Event description:
The insufflator was set at 15mmhg with a flow of 20.without warning the insufflator dropped to 0mmhg and the machine stated that the house gas was out. This insufflator was located on a boom. It was quickly switched out to an another one that was on a cart. After connection to new insufflator, nurse turned off the house insufflator then turned it back on. It stated that it was full.

Event description:
The insufflator was set at 15mmhg with a flow of 20.without warning the insufflator dropped to 0mmhg and the machine stated that the house gas was out. This insufflator was located on a boom. It was quickly switched out to an another one that was on a cart.after connection to new insufflator, nurse turned off the house insufflator then turned it back on. It stated that it was full.